Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, although a definitive root cause could not be identified it is presumed that the likely cause of the snowy image/no image issues are due to scope connector failure from fluid ingress. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a snowy image, this occurred during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.